Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonoscopy procedure performed on (B)(6), 2012.according to the complainant, during the procedure, the physician made an attempt to cut the polyp and failed. Reportedly, there was no cautery being delivered by the snare. The procedure was completed with another captiflex micro oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a captiflex micro oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the physician made an attempt to cut the polyp and failed. Reportedly, there was no cautery being delivered by the snare. The procedure was completed with another captiflex micro oval snare. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the device extended and retracted according to specifications during functional testing. The cautery pin was properly attached to the handle, and electrical testing confirmed the device also met the resistance specification. The condition of the returned device was not consistent with the complaint that the device failed to cut and transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.